Manufacturer narrative:
The damaged anchor was disposed of by the user facility and was therefore not available for further evaluation. However, the photos of the damaged anchor were provided and clearly showed the anchor had cracked. In this instance, without the actual product, an evaluation could not be performed and the root cause of the reported anchor breakage was not able to be determined. This lot with the unique identifier (B)(4) was manufactured on 15-dec-2015. Of the lot containing (B)(4) units, there have been no other similar complaints received. A review of the device history records (DHR) for this lot shows there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. A review of complaint history since the release of this device in dec-2015 showed a total of (B)(4) reports of similar events. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no other adverse events reported for this product family since its release in dec-2015. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The tenolok anchors were released in dec-2015 and the use of this product is very technique dependent. The instructions for use (IFU) provides the user with the following contraindications, warnings, and precautions. Contraindication: pathological conditions of bone which would adversely affect the tenolok tenodesis anchors. Warning: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Precautions: ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture are securely locked in place around cleat on delivery handle. Avoid lateral loading while inserting the device. Maintain proper alignment during insertion of the anchor and disengagement of the delivery handle. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth; the device is not properly aligned with the pilot hole; the device is loose or not securely attached on the delivery handle; the device inserter is used for prying; the device is advanced too deep; a small amount of forward pressure is not applied while rotating the handle. Device was discarded at user facility.

Event description:
The user facility reported that during a biceps tenodesis procedure, the suture of the 6mm tenolok anchor (used to capture the tendon) appeared to be loose. The surgeon re-tensioned the suture, but the anchor was reported to have cracked as it was tapped back into the pilot hole. Attempts to use additional anchors in the same pilot hole failed to 'grab' (the insertion and removal of the initial anchor or poor bone quality may have caused the pilot hole to enlarge slightly). The surgeon then drilled a second pilot hole inferior to the initial pilot hole and while attempting to seat another anchor, the 2nd pilot hole cracked across the 1st pilot hole. The surgeon performed a transosseous repair to secure the tendon with suture (without needing to use an anchor) to complete the case and filled the pilot holes with bone putty. A 30 minute surgical delay was reported but no other patient injury.